Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2016 product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 27-aug-2017, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and consumer (con) via company representative (rep) regarding the consumer receiving gablofen (4000 mcg/ml, 667.2 mcg/day) and hydromorphone (3.8 mg/ml, 0.633 mg/day) via implanted infusion pump. It was reported that on (B)(6) 2022 the consumer had her cap aspiration attempted and it was not successful. The hcp wanted to lower the concentration of the medication so that if they attempt to push the drug through the cap the dose would be no higher than the ptm bolus dose amount of 71.9 mcg. Max dose per day of the gablofen was 1306.3 mcg/day with boluses. Itwas unknown if there had been volume discrepancies in the past, but technical services reviewed that if the pump was not delivering drug at the programmed rate they could potentially not be bolusing as intended and to be aware of that risk. Bridge timeline with 667.2 mcg/day 0.289+0.251 = 0.54 ml x 4000 = 2160/667.2 = 77hr and 41 mins was reviewed. Also reviewed option to put saline in the pump instead of the lower concentration drug, wait for bridge to elapse, do volume discrepancy check and then consider doing a push of the saline if the volumes match. Rep to review all of this information with hcp and go from there. Consumer reported having increased pain, but no other details were known by rep. Additional information was received from a company representative (rep). It was reported that the cause of the event was not determined. The unsuccessful catheter access port (cap) aspiration had not resolved, but the surgeon may plan to lower drug concentration and try to perform another cap procedure. The patient's weight and pump serial number were provided. Additional information was received from a healthcare provider (hcp) via a company representative (rep) regarding the patient receiving gablofen (4000 mcg/ml, 668.1 mcg/day) and hydromorphone (3.8 mg/ml, .6347 mg/day). It was reported that the catheter was broken. The hcp removed a portion of the spine segment and the entire pump segment. The integrity of the pump segment had changed. The patient had not experienced symptoms. There were no environmental, external, or patient factors that led to or contributed to this issue. The hcp aspirated from the catheter access port (cap) to ensure he was able to get cerebral spinal fluid (csf) and he was able to draw back csf from the catheter. The hcp replaced the pump because it was close to time for replacement and found that the catheter lacked integrity. The hcp removed the part of the catheter that was lacking integrity and replaced it. The issue was resolved at time of report. The patient's status at time of report was alive - no injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient who reported that she had a catheter kink. She stated that she didn¿t know when the issue began, however, she started having symptoms 1.5 years ago. She had worsening symptoms of severe spasms and ¿acid build up in her body¿. She stated that now she was 90% better due to the catheter and pump replacement she had on (B)(6) 2022. She stated that they identified the issue when attempting to do a dye test. No csf (cerebrospinal fluid) was aspirated so that caused the revision to occur.

Manufacturer narrative:
The catheter was returned for analysis and identified catheter/catheter body kink, catheter/catheter body had significant twisting, and catheter user damage beyond intended use, likely occurring at or after explant. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.